Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2017 with blood glucose was 475 mg/dl. The current blood glucose is 154 mg/dl. The customer's high blood glucose was treated with insulin intravenously. The customer was wearing insulin pump during hospitalization. The customer was also reported that the plastic around o-ring was broken but reservoir was able to lock in place. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir does not stay locked in due to partially broken retainer. Unable to perform displacement test, occlusion test or displacement accuracy test due to broken retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, force sensor test. Unit received missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case and minor scratches on lcd window. No damage to belt clip rails noted.